Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her belt clip broke. The customer was hospitalized on (B)(6) 2014 with high blood glucose levels due to stress. Her blood glucose level was not reported. She was in intensive care unit. The device was not returned.